Event description:
Inadequate spinal anesthesia after technically routine spinal--block had to be repeated before surgery. Item # 333851. 25 ga x 3.5 " pencan needle. Doctor reported bupivacaine in the tray was ineffective. Manufacturer response for bupivacaine in spinal tray, (brand not provided) (per site reporter). Rep has been responsive to our site and working with our site md and operation leads.